Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, during the ercp procedure, the stent was implanted; however, during removal of the delivery catheter, it was reported that the delivery catheter "got hung up on the stent." The physician was able to manipulate the scope in order to release the delivery catheter from the stent and remove the device without any further issues. The stent remains in place within the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. The reported issue of catheter difficult to remove. The product was not returned; therefore, a technical analysis could not be completed. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, the investigation concluded that the performance of the device was most likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context.